Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient went by herself to the ER because she felt pain after insertion and her blood pressure was increased to 169/99 mmhg while using the g7 sensor. Upon arrival at the ER, the nurse suspected that the sensor hit a nerve with the wire. The sensor was removed at the ER and blood pressure was taken at the ER as well. The patient was treated with ibuprofen (600mg), tylenol (2000mg), muscle relaxer (unknown dosage, unknown brand), gabapentin (100mg) taken orally and was also administered toradol (nonsteroidal anti-inflammatory drug (nsaid)) which was administered by the nurse via injection. The patient checked her bg during at the time (she had a manual reader) and it was "high". No medication nor treatment were provided for the "high" reading from bg. The patient was discharged on (B)(6) 2026, same day less than 24 hours. At the time of the report the patient was still feeling pain at times and was advised to continue using the ibuprofen (600mg) every 4 hour, tylenol (2000mg) twice a day, gabapentin (100mg) once a day. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).